Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6), 2011. A review of the invoice history confirmed the surgery dates and that the modular head and acetabular cup were removed and replaced during revision. Additionally, invoice history suggests patient underwent a revision procedure on (B)(6), 2009 due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06525/06527).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2014-06525/ -06527 & -08735).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and that the modular head and acetabular cup were removed and replaced during revision. Additionally, invoice history suggests patient underwent a revision procedure on (B)(6) 2009 due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2009 reports patient was revised due to pain, limp, and mechanical failure. Revision op report notes metallosis and a lack of bony ingrowth at the center portion of the acetabular component. Additional information received in patient medical record reports patient underwent a second revision procedure on (B)(6) 2011 due to loosening of the acetabular component. The cup and modular head were removed and replaced.